Event description:
It was reported that the balloon expandable stent dislodged within the sheath. The balloon expandable stent and sheath were removed together as a single unit without incident. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.